Manufacturer narrative:
The previously reported serial number: (B)(4) for model: 1258t/75 was incorrect. The correct serial number for model: 1258t/75 is (B)(4).

Event description:
It was reported that the patient expired. The patient was admitted to hospice with diagnosis of chronic systolic (congestive) heart failure on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.